Event description:
Fibertak implant tip broke upon insertion into the patient's shoulder. Two pieces from the broken tip were retrieved. The pieces were compared to an identical implant showing identical size and length. X-ray ordered and confirmed that there was no retained foreign body. Surgery completed with new fibertak.